Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombosis: the cause of the injury was not determined due to insufficient clinical details. Mechanical interaction with blood/hemolysis: the cause of mechanical interaction with blood/ hemolysis was not established due insufficient clinical details and no product or data logs were returned. Device in wrong position: the cause of device in wrong position was was not established due insufficient clinical details and no product return. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale/review: an impella cp was placed via the femoral artery to support the 64 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, in scai stage e shock. The patient had known history of coronary artery disease and diabetes. After the pump was placed the patient was in the ICU for monitoring and found to be out of position. The pump was pulled back to position and support continued. The patient was transferred on the pump from the community to the tertiary center and at the tertiary center hemolysis was diagnosed. Labs hemolyzed and the pump was again repositioned. Two days later the team was performing tte echo imaging and observed a left ventricle thrombus. The patient was on bivalirudin anticoagulant. The patient had care withdrawn and expired. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.